Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the issue was clarified to be telemetry lockout, and a bluetooth reset was required to resolve the issue.